Event description:
It was reported by the sales rep that during a rotator cuff surgical procedure it was observed that the jaw of the expressew iii autocapture + suture passer was raised up and the needle applied outside of the capture plate. Another like device was used to complete the procedure. During in-house engineering evaluation it was determined that the device was loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. Device is available for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Reporter is a j&j sales representative. Device evaluation: investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The device shows wear marks as normal in this type of reusables devices. The upper jaw was found to be noticeably loose. The trigger was depressed and the jaw did not open and close. Based on the condition of the device a functional test could not be performed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU; inspect the suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear; jaws and teeth are aligned properly. Locking mechanisms fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.